Event description:
The manufacturer received information regarding a simplygo mini. The device was returned to a third party service center. During visual inspection of the device, it was confirmed that the sieve beds had low o2, the front enclosure cracked, o2 side check valves were malfunctioning, airside manifold chirping, inlet filters need preventative maintenance, tubing needed preventative maintenance, the main pcs das low flow, and the compressor has lead wire damage. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Device not returned to the manufacturer.